Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No motor error alarm noted. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube and lip.

Event description:
Customer reported a motor error alarm during bolus delivery. Customer stated that the alarm has occurred three times. Customer's current blood glucose reading is 123 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.